Event description:
It was reported that noise reversion episodes were observed due to possible emi interference. Reprogramming the device was suggested.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.